Event description:
The user notice gloves are tearing/ripping more easily than usual when donning.

Manufacturer narrative:
The user notice gloves are tearing/ripping more easily than usual when donning. In the past year only 1 report, but of the exact same issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.